Event description:
The surgeon attempted to insert a three piece silicone intraocular lens model aq210v into the eye and noticed the haptic was tearing and opted to discontinue using this lens. Pt contact, but no pt injury.